Event description:
It was reported that there was flickering during case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: no live video output confirmed failure: upgraded software needs software upgrade probable root cause: hardware: cables, connectors, sources, or sinks, capture card, motherboard, power supply , thunderbird firmware software: thunderbird software use error others : manufacturing defects (process, workmanship) cybersecurity video input/output over-heating (air duct, fans, heat sinks, dust, vents).

Event description:
It was reported that there was flickering during case.